Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed one month prior. According to the complainant, the device did not cauterize. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "patient is fine".